Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(4) 2014 and suture was used. During the procedure, the needle pulled-off from the suture. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and they met the requirements.